Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. There was no reported adverse impact to the customer¿s blood glucose level. The customer followed instructions to clean the pneumatic tap area on the pump and attempted to reload the same cartridge, but this did not resolve the issue. Customer declined further troubleshooting from tandem technical support. No additional information was provided.